Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date in section d9, update section h3, and to provide the completed investigation results. The actual sample was received for evaluation. Visual inspection revealed that the urethane outer layer had been peeled off from the core wire approximately 65 - 110 mm from the distal end and everted distally. The core wire was exposed 45 mm in length; the everted urethane was found overlapping the original layer by 65 mm. The total length of the everted part was 66 mm due to the urethane having been stretched; the intact part of the urethane outer layer was 140 mm in length. Magnifying inspection of the actual sample revealed that the distal end of the everted urethane outer layer seemed to have been torn; the urethane outer layer seemed to have been torn at approximately 111 mm from the distal end. Electron microscopic inspection of the actual sample revealed no abrasion was observed on the everted urethane outer layer; a dent and a scratch were observed on the urethane outer layer around 111 mm from the distal end. Magnifying inspection of the ptfe outer layer found multiple abrasions on the surface. Reproductive testing was performed based on the state of the actual sample, the following assumption was made, and a reproductive test was conducted. The distal end of the concurrently used device might have been caught in the damaged section of the actual sample and when the actual sample in that state was manipulated in the proximal direction inside the concurrently used device, the outer layer might have got everted. As a result of the reproductive test, eversion of the urethane outer layer and the exposure of the core wire were observed in the test sample. This state was found to be similar to that observed in the actual sample. It is likely that the state of eversion can be affected by the way of operation and the device used in combination. Larger eversion had been formed in the actual sample. IFU states: if any resistance is felt or if the tip's behavior and/or location seems improper, stop manipulating the glidewire advantage and/or the catheter and determine the cause by fluoroscopy. Continuing to manipulate or rotate the glidewire advantage or failure to exercise proper caution may result in bending, kinking, separation of the guide wire's tip, damage to the catheter, or damage to the vessel. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. It was considered that some kind of hard object came into contact with the actual sample causing damage on the outer layer from the proximal section through the distal end. Due to this, the outer layer was put in an easily everted state. The reproductive test result suggested that the outer layer was everted distally when the actual sample in that state was manipulated in the proximal direction inside the concurrently used catheter. However, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
UDI: not required for product code. Implanted date: device was not implanted. Explanted date: device was not explanted. Phone number- reported: (B)(6). PMA/510(k)- k122590, k163004. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record and the shipping inspection record of the product code/lot# combination was conducted with no findings. Terumo medical products (tmp) (importer) registration no. (B)(4) is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. (B)(4).

Event description:
The user facility reported that the involved radifocus glidewire advantage was used during the procedure. Unusual perception (haptic) of the wire already at the beginning. Then after the procedure and after removal of the wire, the coating came off. There was no harm to the patient. No aspiration of potential particles or other prolongation of the intervention required. The procedure outcome was not reported. Additional information was received on 26nov2020. It can be confirmed that the coating only detached when the device was already outside of the patient. The physician pulled the wire back because he had the impression that the handling was somewhat different to the usual feeling. He then saw the coating coming off and removed the wire completely. Angio control showed no remnants of coating or any other foreign material. The patient was treated as intended with the involved device. Underlying pathology; pad. Arterial occlusive disease in fontaine stage iia right, higher grade stenosis of the proximal iliac artery, higher grade stenosis of the proximal iliac artery, 50% stenosis of the internal iliac artery, approximately 50% stenosis of the common femoral artery, higher grade stenosis of the tibiofibular trunk. Sfa without significant stenosis (duplex) in severe arteriosclerotic wall changes. 2010: stent angioplasty of the a. Popliteal pars I. 08/2018: recanalization of the superficial femoral artery using rotational atherectomy and deb-pta. Proximal extension of the stent in the distal superficial femoral artery with 7/20 everflex. Peripheral arterial occlusive disease in fontaine stage iia left, 50-75% stenosis proximal iliac artery, outlet stenosis internal iliac artery, higher grade stenosis of the common femoral artery. Serial partly higher-grade stenosis middle sfa.